Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -14.3%. There was no reported adverse event.

Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Corrected data: correction- no patient involvement. Issue found during testing.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was unable to be confirmed by analysts. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.